Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed?

Event description:
It was reported that during an unknown procedure, after cartridge placed, the device did not staple. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5606a. Device evaluation: the analysis found that one ntlc75 device was returned with tyvek present no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and unfired. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please reference ¿instructions for use¿ for complete firing instructions. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. In addition after the firing was performed 6 staples missing along the staple line were noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? The device locked out and could not be fired at all.